Event description:
Information was received indicating that a smiths medical cadd® extension set leaked from the filter. There was no reported serious injury to the patient.

Manufacturer narrative:
Additional information was received indicating that the event occurred during use of the smiths medical cadd extension set to administer life sustaining medication. It was also reported that therapy was not interrupted and tubing was not replaced since the patient had enough supply.